Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Pr (B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Doctor reported that 4-5 patients has turned up with catheter blockage recently. What was the impact to the patient?- unable to drain the fluid. What was done to resolve the issue?- catheter removed out. When was the catheter placed and where is it located? - all the cases has happened within 1 month - 2 months of deployment. Exact time period is not known. All are malignant pleural effusion. Placed at lung. Is there a photo or sample available showing the reported issue for the evaluation? - no.